Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced constant pain at the ipg site with stimulation turned on and turned off. It was also reported the patient was prescribed topical ointment which did not resolve the issue. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the patient's entire scs system was explanted. The event date is unknown. This report was originally submitted on (B)(6) 2015 under MFR report # 3006705815-2015-23319. The filing is hereby resubmitted to reflect the appropriate MFR report number.